Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening. There was noted to be no adhesion of the bone cement to the underside.